Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with tachycardia and that the ventricular high rate episode was not recorded by the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issues noted were due to noise on a holter and not due to a malfunction on the implantable pulse generator (ipg). The rate response was optimized. This reprogramming was unrelated to the event.